Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 651 mg/dl. Customer had symptom of nausea and dry heaves. Customer was hospitalized due to diabetic ketoacidosis and urinary tract infection. Customer was hospitalized for one day and was wearing insulin pump at the time of hospitalization. Troubleshooting was attempted and customer declined.